Event description:
A physician reported that, during intraocular lens (iol) implant procedure, the edge of the optic appeared to have a small ding or tear in it right where the plunger hits the lens. The facility representative indicated that ¿the large metal casing on the new injector prevented her from actually seeing the plunger contact the lens while loading the injector". Additional information was received that, the doctor indicated that "as far as the dings on the trailing edge of the lens and/or the trailing haptics, it happened so many times". On some days 50% of the lenses had a ding on the optic edge. "It seemed to be the norm and was not visually significant until the haptic was severed.¿

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of damaged lens and large metal casing prevents from seeing plunger contact; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).